Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Patient is complaint reporter. Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had lasik procedure and reported that post treatment is experiencing permanent debilitating night vision problems. The patient claims this is due to the limited treatment zone and that the surgeon did not adequately inform him of the lasik risks for larger pupil sizes. Mw5084861.